Event description:
During ptca, the balloon burst at 12 atms. The physician indicated he was still able to view the inflated balloon after the balloon burst. Several attempts were made to pull negative on the balloon to deflate. The balloon was removed from the pt, partially inflated. No pt injury was reportedly associated with this incident. After removal of the balloon catheter from the pt, lab personnel was able to still inflate the balloon despite the balloon rupture at the proximal segment.